Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an "er2" warning when attempting to do his glucose test using his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue denied making any changes to his usual treatment. The patient claimed 10 minutes after the alleged issue started, he felt "a little bit sweaty". The patient reportedly, self treated with food/drink on an unspecified time of (B)(6) 2011. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.